Event description:
It was reported by the customer that a pyxis medstation es system had a printer was failed to print the label and not able to allowing scanning. The customer stated that there was a delay in dispensing workflow due to qr code is not scanning for the nurses to document their medication administrations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the label printers was failed their settings. A technical support specialist reconfigure printer settings to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.